Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported increased pain at the evoke closed loop stimulator (cls) implant site when charging the cls and increased pain spreading to the groin region when stimulation is turned on. Troubleshooting was performed, including reprogramming, without resolution. An x-ray was performed with no device issues identified. The evoke scs system was explanted to resolve the reported event.